Event description:
On (B)(6) 2010, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for pericardial closure that was reported to be dilated and aneurysmal resulting in reoperation. On (B)(6) 2010, the pediatric patient underwent a right ventricular outflow tract reconstruction procedure and was initially implanted with cormatrix ecm for pericardial closure. The cormatrix ecm was sutured to a homograft on one side and to the right ventricular outflow tract on the other. On (B)(6) 2010, a echocardiogram was taken and it was observed that the ecm was dilated and bulging. The pt underwent a reoperation on (B)(6) 2010. The physician stated that the suture line appeared to be fine but the first and second layers of the ecm had delaminated and appeared to be dilated/aneurysmal. The cormatrix ecm was then explanted and a new homograft was implanted and bovine pericardium was used as a patch material. The pt has since recovered from the reoperation. Add'l info on the current status of the pt was not provided.

Manufacturer narrative:
The cormatrix ecm was not returned to cormatrix for eval. Currently, the cause of the dilated/aneurysmal cormatrix ecm has not yet been determined. Whether the suturing of the cormatrix ecm to the homograft has contributed to the event is unk. Any add'l safety-related info obtained regarding this event will be provided to FDA. The cormatrix ecm for pericardial closure product is only intended for the reconstruction and repair of the pericardium. Although cormatrix has FDA clearance for use as an intracardiac patch or pledget for cardiac tissue repair (cormatrix ecm for cardiac tissue repair (B)(4)), it was the cormatrix ecm for pericardial closure product (B)(4) that was used on this pt. It should be noted that the two products are identical in composition and mfg processing, with the exception being different sizes and different indications for use.